Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report a blank display and a constant tone due to moisture exposure. The customer's blood glucose level was 30.8 mmol/l. It was reported that the caller inserted a new battery and the display came back. The customer was advised to discontinue use of the device and revert to a back-up plan. No further details were provided.